Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" error message with the adc device and was unable to obtain readings. As a result, the customer experienced a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional (hcp) and was provided unspecified treatment. There was no report of death or permanent injury associated with this event.